Manufacturer narrative:
Per the manufacturer's sales representative, the perfusionist stated the touch screen was off and does not click where it was touched. It is intermittent with it being accurate half the time and half the time not. The perfusionist thinks it may need to be recalibrated.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cursor on the central control monitor (ccm) was in a different location from the spot that was touched. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. The fsr replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. It was determined that the touch screen sensor panel was defective.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.